Manufacturer narrative:
(B)(4). International customer advise that the alert date was incorrect. Alert date was (B)(4) 2014 not (B)(4) 2013 as originally reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic procedure, the protective white layer at the top jaw (pad) was peeled off in less than five minutes of use. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.